Event description:
The nurse was cutting off the tubing from an ultra bag and spiking into the bag with a supply line of the homechoise set. Once the solution bag was empty, the nurse then removed that bag and spiked another bag on the same supply line. Baxter's technical service center assisted the home pt's nurse in ending the therapy early. No pt injury or medical intervention was associated with this incident per the home pt's pd nurse.